Manufacturer narrative:
The field service engineer (fse) replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the field service engineer on the v60 indicating while performing preventative maintenance (pm) test & verification, it was observed that the device had a non-compliant flow and volume measurements, need to replace the flow sensor and/or the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.